Event description:
Device analysis lab received a device with lot number 3272342 and catalog number 68lp-275. Healthcare professional reported via rga left side "any creases" and "implant totally deflated with some folding on itself". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, brown biological tissue inner the device and opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp on posterior and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:an opening crease sharp on posterior assessed as fold flaw opening. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.